Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. Analysis of the data logs noted the CT scan to follow protocol and the 3d model was smooth.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt off by 5 mm posterior and 4 mm inferior. The inaccuracy was with all the instruments. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome but navigation was aborted.